Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device video image issue. Customer informed tac that there was no scope image present when attempted to use the bf-uc180f with processor. Tac reported that customer was using a third-party karl storz monitor and advised customer to take the device to a second known good cart or swap the processor with a known good one to troubleshoot if it works properly. Customer informed that all other carts were in use at the time of the call and will swap the processor to confirm. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center had video issue with their cv-190 (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, the phenomenon likely occurred due to corrosion of the electrical contacts or foreign objects on the contacts of the video connector or a temporary malfunction of the inner board (ap/dp/dx). Olympus will continue to monitor field performance of this device.